Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Hip revision. Revised mdm poly liner and bilox v40 head. Poly liner dislodged from the femoral head.

Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available the investigation will be reopened.

Event description:
Hip revision. Revised mdm poly liner and bilox v40 head. Poly liner dislodged from the femoral head.